Event description:
It was reported that during inspection for use, the bending section lever on the videoscope was identified as being completely seized. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the seized lever was confirmed due to a broken angulation wire. Based on the results of the investigation, the most likely cause of this complaint is an expected or random component failure unrelated to design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.